Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels decreased to 3.2 mmol/l (57.6 mg/dl) nausea and shakiness, while wearing the pod on the abdomen between 24 and 36 hours. The paramedics were called to the house and assisted the patient by administering a patch and an injection (not specified).